Event description:
The patient presented with a failing 21 mm st. Jude epic surgical valve. The team believed it was worth trying a valve-in-valve with a 23mm sapien xt to see if they could achieve improvement on the st. Jude valve knowing the sapien xt could be under-expanded. Post deployment of the sapien xt in the st. Jude valve there was an observable valve gradient which was attributed to a prosthetic valve mismatch. The post op gradient was recorded as 100mmhg as opposed to 110 mmhg pre-op. The team believed the high gradient was a result of a combination of valve mismatch and stenosis. Approximately one week later the patient was brought back for a repeat savr and explant of the sapien xt. At the conclusion of the case the physician visually inspected the thv valve and observed that one of the inflow cell struts was bent inward, as if it was not fully deployed.

Manufacturer narrative:
(B)(4). The sapien xt valve is not indicated for deployment in a surgical prosthesis at this time and therefore the edwards thv training manuals and instructions for use (IFU) do not provide guidance and instructions for deployment of the sapein xt valve in this scenario. However, there is an on-line application ((B)(6)) developed and distributed by several well know physicians in the tavr community. The application (app) is supported by (B)(6). The app includes, but is not limited to, design and sizing information for surgical and transcatheter heart valves, and guidance to help choose a compatible valve for a valve-in-valve procedure. It is meant to complement normal procedures for clinical decision making. In review of this application, it is noted that valve-in-valve is not recommended with a 21mm st. Jude epic surgical valve as its internal diameter is too small to accommodate the available transcatheter heart valves (thv) and may result in underexpansion of the deployed thv.

Manufacturer narrative:
Additional information: the explanted valve was returned to edwards. The frame on the inflow side of the valve appeared bent inward. There did not appear to be any visible inconsistencies on the commissures or leaflets. No manufacturing defect was confirmed on the returned device. No IFU/labeling inadequacies were identified. Review of the complaint history for the month of (B)(6) 2015 did not reveal that the occurrence rate exceeds control limits for this failure mode. Therefore, no corrective or preventative action is required.